Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformance's during manufacturing of the product.

Event description:
It was reported that after use of the bd microtainer® tubes with k2e (k2edta) the samples would clot. This occurred on 50 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: samples getting clots.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd microtainer® tubes with k2e (k2edta) the samples would clot. This occurred on 50 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: samples getting clots